Event description:
It was reported that the pt was explanted of his cochlear implant. No further info is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.